Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced failure code 2. This failure code is associated with downstream occlusion. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary of (B)(4). The cause is unknown. No repairs have been made relative to the reported condition. If any additional information is received, a follow-up will be sent.